Event description:
On (B)(6) 2012, the patient contacted animas and stated that since (B)(6), the up arrow and down arrow keypad buttons have been sticking and required multiple button presses in order to elicit a response. The ok keypad reportedly did not spring back and felt soft when pressed. It was noted that the tactile issue with the keypad buttons has been getting worse the past few months. The patient reportedly wore the pump in a case attached to a belt. There was no reported patient reported impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was intact without peeling or visible damage. The up arrow, down arrow and ok keypad buttons responded intermittently when pressed. The contrast button responded appropriately when pressed. All keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed an inverted ok contact button and contamination under all contact buttons.